Event description:
This was a cardiac lead management case conducted in the ep lab to remove one non-functional mdt 6949 fidelis lead (74 months old) which was initially implanted more medial than lateral in close proximity to the costoclavicular ligament, from the rv. An arterial line was placed and fluoroscopy was utilized throughout the case. Tee, surgical backup, and a thoracotomy tray were available. The rv lead was prepped with an lld-ez and a 14f sls with a modified outer sheath was used. Extensive calcification was found. Just barely within the vessel, the physician experienced back-bleeding. As long as the physician applied pressure, the bleeding was minimized. The CT surgeon was called and arrived in approximately 2 minutes. Because of the location, he recommended a vascular surgeon. The vascular surgeon was called and arrived in approximately 4 minutes and recommended that the area be packed with sponges, get the lead out, and then repair. The area was packed and the lead was successfully removed using a 16f sls. The tear in the subclavian vein was repaired using purse string stitch within approximately 10 minutes. Patient is doing well. No devices were retained for return engineering inspection as they were disposed of during the case. There were no issues or nonconformances noted during an internal lhr review.